Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead . Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional via the manufacturers' representative reported that the patient became much less responsive to therapy in regards to symptom reduction approximately 6 months prior to report ((B)(6) 2016). The patient's implant doctor referred him to a different physician. Gastric mapping was performed and it was determined that the leads would work better in the upper part of the stomach. They planned to remove the whole system, implant new leads in the recommended area and replace the battery. The issue was not resolved at the time of the report. The surgical intervention was scheduled for (B)(6) 2016. The patient was indicated for bowel dysfunction/ sacral nerve stim, gastric stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.